Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken grip and the grip base. A piece approximately 0.208¿ x 0.573¿ was found to be broken off. The broken piece was not returned. The root cause of this failure is commonly attributed to mishandling.

Event description:
It was reported that during a da vinci-assisted prostatectomy with lymph node dissection surgical procedure, one jaw of the fenestrated bipolar forceps instrument broke off when the needle was transferred from another instrument. The fragments were retrieved in the same procedure. The procedure was completed.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved with laparoscopic forceps. The surgeon confirmed that all fragments were retrieved. No additional surgical procedure was required to remove the fragments and no post-operative tests were performed to check for remaining fragments. The instrument was inspected prior to use and was used 5 times prior to the event. When the fragment fell into the patient, the surgeon was performing a needle transfer. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The fragments fell inside the patient during an instrument tip collision. The instrument was removed during the procedure prior to the breakage and the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. It is unknown if there was any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. The procedure delay between 15 to 30 minutes did not occur during a warm ischemia time. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.